Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed.

Event description:
Note: this report pertains to the second of two resolution 360 ultra clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used for bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, when the clip exited the scope, the clip prematurely deployed. A new clip was used, but the same thing happened. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional information was received from the complainant on june 21, 2024, stating that the correct anatomy location was in the stomach. Due to the additional information received, the event is no longer considered reportable. Block h6: imdrf device code a150103 captures the reportable event of clip prematurely deployed.

Event description:
Note: this report pertains to the second of two resolution 360 ultra clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip was used for bleeding during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, when the clip exited the scope, the clip prematurely deployed. A new clip was used, but the same thing happened. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information was received on june 21, 2024, that the anatomy location was in the stomach.